Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. (Iunihg): a year-long complaint history review by item number (iunihg) was performed using keyword fracture screw through etq 9-23 complaint history review and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. H3 other text: device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured in a well seated biomet implant. Removal tools were purchased via sc. Doctor is requesting replacement screw. Patient to return for screw removal and replacement. As a result of this event, no injury to the patient was reported.